Event description:
The customer stated that when he opened a new box of test strips, the bottle cap was open and strips were loose inside the carton. The customer also stated that he performed a normal control test and it was out of range (value not provided). The customer did not allege any adverse events. The strips were returned for evaluation, as exposure to humidity could cause false high results, and replacement strips were sent.

Manufacturer narrative:
This complaint was not made a potential until qa lab evaluated the test strips, so it will be submitted past the 30 day window. The qa lab found the strips to read an average of 3 mg/dl high out of specification. The results were satisfactory using iqa reagents.